Event description:
It was reported that the field was unable to interrogate this cardiac resynchronization therapy pacemaker (crt-p) with a programmer to assess its longevity. Surgical intervention was performed, and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.